Event description:
The user reported a communication problem with the interface module. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.